Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. The customer chose to reperform cleaning and disinfection and hpc testing. Results after cleaning and disinfection were within cardioquip specifications for water quality, and the device was returned to full functionality.

Event description:
A cardioquip customer requested an hpc test kit to test their device for potential contamination. Resutls from 07/17/2024 were outside of cardioquip's specifications for water quality. No patient involvement.